Event description:
Lar procedure. Ralc45 dlu was used to close rectum. Proximal staple line was complete and satisfactory, staples were b-shaped. However, the distal side was incomplete and staples were not present. Competitive product was used to complete case.